Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow-up report will be submitted with failure investigation results should the device be received for eval.

Event description:
The customer has requested a log review to help understand why there is still fluid left in the bag at the end of an infusion. The report suggests that the pt went to the radiology department during an infusion of tpn and when they came back the pump was turned off. Customer is saying the pump did not over infuse the amount of the tpn the pt should have received. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident. No additional pt or event information provided.